Event description:
Report #5 of 5 received of a missed dose of tpn due to a filter leak. Reportedly, an adult patient on the bone marrow transplant unit was to receive an unspecified amount of tpn. As soon as the tpn infusion was initiated, leaking was observed at one of the filter's air vents. The tpn therapy was immediately discontinued. It was reported that the nurse did not want to re-spike the tpn container with another tubing set due to the patient's immunocompromised condition. Instead, the patient received one liter of IV dextrose 10% over 24 hours. There were no changes in the patient's serum glucose and electrolyte level. The tpn therapy was resumed the following day. There was no reported adverse patient event. Though requested, no additional information was available.